Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 95% stenosed target lesion located in the calcified and mildly tortuous proximal right coronary artery. After pre-dilation, a 3.5x16mm promus element plus stent was advanced for treatment but after several lengthy aggressive attempts to deliver the stent through calcium the stent was not able to cross the lesion. Upon removal, distal stent damage was noted. The procedure was completed with additional ballooning and a second 3.5x16mm promus element plus stent. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Struts on the fourth row on the distal end of the stent was raised up, and struts on the third row on the proximal end of the stent were also raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).